Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (loss of capture and asystole) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient's position changed from sitting to supine that asystole and pacing spikes without capture were observed. It was further reported that the patient had coded several times in the two days prior to the asystole and loss of capture. Resuscitation efforts were successful and the device was reprogrammed and increased the amplitude on the ventricular lead. Further review of the manufacturer's database indicated the patient is deceased. The cause of death has been requested and not received.